Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the distal end of the bio-corkscrew had been broken-off and the proximal hex portion was returned and was lodged in driver's distal tip. The bio-corkscrew's fracture surface displayed a radial surface smear pattern which is indicative of torsional overload. This failure mode was able to be duplicated and similar fracture surface patterns obtained by subjecting this device to torsional overload conditions. The surgeon used a metallic corkscrew to complete the case. Complainant's event typically caused by over-insertion, improper bone preparation or insertion into hard bone. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Implant broke at insertion. Hole was punched and tapped, broke when 3/4 inserted. The partial was not retrieved from the patient. Another tunnel was used to complete the case. Brostrom procedure.